Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. The patient¿s anatomy was reported to be ¿heavily calcified¿ and ¿90% stenosed¿. The images provided for review show extensive vessel preparation, including balloon pre-dilation and rotational atherectomy usage, prior to any device implant. It was not reported, but it appears that the treatment proximal to the perforation was to treat an in-stent restenosis. During this treatment it appears that the location of the perforation occurred at the distal portion of the existing stent. In order to properly treat the perforation, the user would have had to navigate the graftmaster stent through the pretreated, calcified, in-stent restenosed anatomy. Based on the images provided, it appears that the pretreatment was not adequate to restore the native vessel diameter such that it would allow the user to expeditiously navigate the graftmaster device to the perforation location. It is reasonable to surmise that the residual calcium in the vessel, post pre-treatment, and located proximal to the perforation, was the likely root cause of the reported failure in the device delivery. In this case, it is likely the device interacted with the heavily calcified, 90% stenosed lesion during advancement resulting in the reported failure to advance. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforated heavily calcified mid left anterior descending artery that was 90% stenosed. A 2.80x19mm rx graftmaster failed to cross the lesion due to anatomy. Balloon angioplasty was performed to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.